Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that a recent angiogram revealed the aneurx stent graft bifurcate had migrated with a proximal type I endoleak. The physician elected to treat the patient by implanting two 36 mm endurant aortic cuffs and the event was resolved. Per the physician the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.